Manufacturer narrative:
(B)(4). Method: two complaint mr290v humidification chambers were returned to fph in (B)(4) for evaluation, where they were visually inspected. Our investigation is also based on investigations of past similar complaints, our knowledge of the product and information reported by the hospital. Note: device 1 - manufactured on 16 december 2015. Device 2 - manufactured on 28 january 2016. Results: visual inspection of device 1 revealed a horizontal crack along the base of the chamber dome, below one of the ports. Visual inspection of device 2 revealed a crack near the top of the chamber dome, around one of the ports. Both device 1 and 2 were observed to have residue droplets and smeared print on different locations outside the chamber dome. The residue droplets indicate that the chamber domes were sprayed with a solution. It was reported that the hospital used xylocaine spray which contains ethanol. A lot check revealed no other complaints of this nature for lot 151216. A lot check revealed no other complaints of this nature for lot 160128. Conclusion: the smeared print and residue droplets suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber domes. The hospital had used xylocaine spray which contains ethanol every mr290 chamber is pressure tested to 200cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the reported damage occurred after the subject chambers had left the production line. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) representative that some mr290 humidification chamber domes were damaged. It was reported that the patient set-up involved use of a spray medication (xylocain). No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 humification chambers are currently en-route to fph in (B)(4) for investigation, to determine if they had a malfunction which caused or contributed to the reported event. We will submit a final report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) representative that some mr290 humidification chamber domes were damaged. It was reported that the patient set-up involved use of a spray medication (xylocain). No patient consequence was reported.